Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it could not be determined, what the foreign material was, due to the leakage from up/down and right/left angulation control knobs was identified, during inspection. Proper reprocessing may not have been possible. And the foreign matter may not have been removed. The events can be detected and prevented in accordance, with the following IFU: IFU states, that detection method in evis exera ii gif/cf, type 165 series, operation manual, chapter 3: preparation and inspection. IFU states, that preventive measure in evis exera ii gif/cf, type 165 series, reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in the air/water tube and jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.